Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had leakage. Inspection and testing of the returned device found that the secondary water delivery channel had a foreign object in it. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: (B)(6) clinic. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the insertion section and auxiliary water channel were flushed with air and water, the insertion section and auxiliary water channel were wiped/brushed, and the insertion section and auxiliary water channel were flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the bending section rubber. It was also noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire. The nozzle, air/water cylinder, up/down knob and scope connector had corrosion and there were scratches noted throughout the device. The light guide lens had a crack and the protector of universal cord on control section side was loose. The paint on the air/water cylinder was peeled and the plastic distal end cover had foreign objects. The image guide had a cut and the control unit had discoloration. The scope cylinder was shaved and the up/down knob did not move smoothly due to deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the auxiliary water feeding function] 1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,¿ olympus will continue to monitor field performance for this device.